Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient presented with weakness and aphasia. The patient spent 2 weeks in a rehabilitation facility to build strength. Currently all patient weakness has resolved and the patient is home.

Manufacturer narrative:
The patient remains on going with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.